Manufacturer narrative:
The patient was healthy. It was subsequently reported that there was no damage on the device. The stent struts were not deformed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used during a procedure. The lesion was located in the distal lad and exhibited 80% stenosis. The lesion was pre-dilated. The guidewire went through the lesion. After pre-expansion there was an attempt to implant the stent, but it did not cross the lesion and was noted to be broken. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.